Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No unexpected pump error 38 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 38 alarm was recorded and found in the formatted history file on: 05/17/2023 07:28:49.000, 05/17/2023 08:41:48.000, 05/17/2023 08:42:25.000. 05/17/2023 08:43:20.000, 05/17/2023 08:44:49.000, 05/17/2023 08:46:23.000. 05/17/2023 08:47:04.000, 05/17/2023 08:57:00.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm in the formatted history file noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Pump error 38 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Please see below for pump errors/alarms noted 2 days prior to the event date 17-may-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 05/17/2023 08:44:20.000. 05/17/2023 08:46:04.000. 05/17/2023 10:16:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/17/2023 08:43:53.000. Pump error 23 alarm was recorded and found in the formatted history file on: 05/17/2023 10:16:39.000. Power loss alarm was recorded and. Found in the formatted history file on: 05/17/2023 10:16:52.000. 05/17/2023 10:17:01.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 2 days prior to the event date 17-may-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to pump error 38 alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 38 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm and also customer is not able to complete pump rewind. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.